Event description:
The lay user/patient called lifescan (lfs) on november 10, 2007 alleging, the one touch ultra meter was prompting an apply sample message. The medical affairs specialist spoke to the patient on november 12, 2007. The patient reported, the meter issue began in 2007, at 9:00 pm. He took his insulin as usual that evening. The following day, the patient reported feeling faint, sweaty, and weak. He had something to eat/drink and felt better. The patient stated, that he takes humalin 40 units in the morning and 40 units at night. He stopped taking his humalin insulin when he was unable to test, but he continued taking his byetta. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient was found to be hypoglycemic after the reported issue, his symptoms resolved with self-treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.